Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) involved with this complaint to perform failure analysis. The error 25521 was able to be reproduced during sine cycle. The reported issue was confirmed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the mtm for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the system reflected non-recoverable fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs and noticed an error code 1 pointing the gimbal on the left master tool manipulator (mtm). The troubleshooting attempt was unsuccessful. The procedure was converted to a laparoscopic surgery. There was no patient harm or injury. Isi contacted the site and obtained the following additional information regarding this event: the conversion resulted in the addition of two additional ports, each with a size of 5 mm. The patient tolerated the change in the procedure without any issues. There was no injury to the patient, and a simple post-operative follow-up was conducted.